Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked blood. The following information was provided by the initial reporter: "it was reported that control valve failed 3 times. Issue: "this item is supposed to have a backflow valve but it has failed 3x out of this particular lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked blood. The following information was provided by the initial reporter: "it was reported that control valve failed 3 times. Issue: "this item is supposed to have a backflow valve but it has failed 3x out of this particular lot."